Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was received, but the reported leak was not confirmed during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air leak in the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The physician inserted the first steerable guide catheter (sgc) according to the instructions for use (IFU). As the dilator and guidewire were being removed with simultaneous gentle aspiration, air was noted in the hemostatic valve of the sgc. The physician decided to move the system below the patient level. The sgc filled up with fluid/blood and the sgc was returned to the stabilizer but the air was noted again in the sgc. It was decided to change the sgc. After the sgc was removed, the transseptal access was lost. A new transeptal puncture was performed and a new sgc was inserted according to the IFU. One clip was successfully implanted with a significant reduction in mr to grade 1. The patient condition was stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.